Event description:
Reporting status: serious injury- surgical intervention/permanent damage. Reporting rationale: perforation requiring bypass surgery. Device issue: no device malfunction has been reported. It was reported that the vision otw 3.0 x 12 mm caused a perforation when it was implanted in the right coronary artery (rca) in a proximal to mid lesion that was very calcified. A vision otw 3.5 x 12 mm was implanted to seal the perforation proximal to the first stent; however, this made the perforation larger. An attempt was made to implant a 3.0 x 19 mm jostent graftmaster to seal the perforation; however, it would not cross the lesion. Then, a 3.0 x 12 mm jostent graftmaster was implanted as treatment with no issue. A final shot of contrast was administered and extravasations of contrast were seen coming from the graftmaster mid stent; not at the ends as if there was a leak in the stent cover. The pt had low blood pressure and meds were administered and was then stable. The pt was taken to the operating room for bypass surgery. The surgery went well, and the pt was discharged from the hospital. No add'l event or pt info is available.

Manufacturer narrative:
The second multi-link otw vision 3.0 x 12 mm (part # 1010144-12/lot # unk) is being filed under the same MFR number. Hypotension and perforation as listed in the IFU, are known adverse events with stenting and are not necessarily an indication of a product quality deficiency. Perforation, hypotension, hospitalization, and add'l non-surgical treatment are listed in the risk assessment. There was no report of any product malfunction at the time of the stent implant. It is possible that the hypotension was a secondary effect of the perforation which required pti and CABG as treatment and required hospitalization.